Event description:
It was reported that multiple intermittent altitude alarms occurred. There was no reported impact to the customer's blood glucose. No additional patient or event information was provided. Reportedly, customer continued to use the pump for insulin therapy.